Event description:
It was reported that approximately two days post thrombectomy procedure, the patient suffered brain edema. The physician administered 37.0mg of tissue plasminogen activator ( t-pa) intravenously. The physician noted that brain edema is considered a common adverse event associated with the presenting cerebral infarct. However, the relationship between the brain edema and the retriever device is unknown.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. The patient complications are known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device is not available.